Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was performed. Resistance was not encountered. Excessive force was not used. It is reported that when the stent crossed the left coronary to the circumflex it was deformed. Procedure was completed using another resolute onyx des. There is no patient injury reported.